Manufacturer narrative:
H6: catheter the product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 17 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that after opening the package and attaching the track care 72 to the patient, a medical staff heard air leak sound, and upon checking, she found that the injection port was not attached from the beginning and was leaking gills.

Event description:
It was reported that after opening the package and attaching the track care 72 to the patient, a medical staff heard air leak sound, and upon checking, she found that the injection port was not attached from the beginning and was leaking gills.

Manufacturer narrative:
H6: catheter. The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 17 jan 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. The complaint of " after opening the package and attaching the track care 72 to the patient, a medical staff heard air leak sound, and upon checking, she found that the injection port was not attached from the beginning and was leaking gills. " regarding part 2271603-4j was confirmed. The root cause was determined. A risk assessment was performed, and the ultimate risk was determined to be medium which does not require escalation to the CAPA review board as it has been already escalated in etq system. There have been no other complaints regarding the same part and a similar issue within the 24 months preceding this reported event. A resolution letter was sent to the customer. Complaints will continue to be monitored for possible trends. The photo/video submitted in the email (issue background files section) depicts the reported issue. The complaint is confirmed the failure mode reported is a known failure mode already investigated and documented in etq system under qnc-mag-21-00337. During process investigation of reported failure mode, the following root causes were identified. Potential root cause 1: raw material could be mixed into container of material ready for next process during filling of raw material container. Potential root cause 2: the catheter without irrigation could be mixed with the acceptable product during this rework process. The following options were implemented to avoid recurrence: action 1: evaluate and modify the work area in the flapper irrigation assembly process of assembly line #3. To eliminate the risk of mixed material without flapper into acceptable product container. Action 2: implement the necessary controls to avoid performing any rework procedure at the final inspection station, at assembly line #3.